Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. (B)(4).

Event description:
Robotic single site onelogcystectomy: " a piece of the bag detached and deposited the abdomen during bag deployment." Type of intervention: fragment was retrieved. Patient status - unknown.